Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, burning sensation, left breast capsular contracture. Explantation month, day, and year: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round high profile 330cc saline breast prostheses when the right breast prosthesis deflated post implantation. It was reported that the right breast prosthesis feels like it is under the armpit and there is a potential leak. Additionally, the patient developed a burning sensation by her pectoral muscle. Lastly, the patient developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.